Manufacturer narrative:
(B)(6). Concomitant medical products: nexel humeral component, catalog#: 00840004410, lot#: 63063258. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2017-05155, 0001822565-2017-05183.

Event description:
It is reported that during an elbow arthroplasty removal procedure, one of the humeral screws was difficult to remove. When the screw was implanted, it remained not fully seated. A new screwdriver was attempted for use, and the screw still could not be removed. A competitor instrument was then used to manipulate the screw threads, and then the original screwdriver was able to be used to remove the screw. There was an approximate delay of fifteen minutes to the procedure. No patient consequences were reported as a result of the malfunction.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Visual examination determined the stem part of the humeral device has bone cement. Humeral stem show some scratches which might have been formed during the explantation. One of the threaded holes on the humeral stem has damaged threads, internal thread damage too severe for accurate dimensional analysis. This damaged threads in the hole did not allow the screw to seat all the way in. Dimensions taken on humeral stem. One of the returned humeral screws has damaged threads and it is possible that the fracture happened during the explantation. The internal hex appeared stripped. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.